Event description:
It was reported that the right ventricular (rv) lead dislodged and frequent positional non-capture episodes were noted on telemetry and during interrogation. Positional threshold variations were also noted. The lead was explanted and replaced by an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.